Event description:
Additional information received indicated that the patient visited the doctor for a subsequent follow-up visit. System diagnostics indicated the lead impedance to be 8345 ohms (high). No known surgical interventions have occurred to date.

Event description:
Additional information received indicated that the patient visited the doctor for another subsequent follow-up visit. The physician and the patient's caregivers elected to keep the device implanted but disabled (output current remains at 0ma) and there are no plans to replace the device. No known surgical interventions have occurred to date.

Event description:
It was reported that device diagnostics resulted in high impedance (9007 ohms). It was reported that the patient would be seen again by the physician to do x-rays and then the physician would finalize his plan. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
X-rays were taken and the device output was disabled (output current set to 0ma) and the physician intends to re-evaluate the patient at a later date. Undated x-rays were provided to the manufacturer for further review. The generator placement appeared normal in the left upper chest area. The filter feed-through wires appear to be intact. The lead pin appears to be fully inserted into the generator header. There are no obvious lead breaks identified in the visible lead portion although much of the lead cannot be assessed due to the quality of the images. There is a small portion of the lead behind the generator that is unable to be assessed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Describe events or problem; corrected data: the previously submitted MDR inadvertently did not include information regarding the device disablement and receipt of x-ray images.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Patient presented with high impedance. The physician reported that the impedance was ok after device implant and had increased overtime. The patient's device remained disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.